Manufacturer narrative:
Patient reporting lead erosion due to blisters. An explant procedure was scheduled for (B)(6) 2021. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired stimulator, not using antibiotics, using inappropriate tools, patient touching the wound, and patient engaging in strenuous activities have been ruled out as potential causes. The clinical representative stated the device was implanted at an off-site location. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used for the treatment of pain. The cause of the erosion is due to the non-compliance and the device being implanted at an off site location (clinician use error). The cause of the loss of therapy is due to erosion.

Event description:
Patient reporting lead erosion due to blisters. An explant procedure was scheduled for (B)(6) 2021.